Event description:
This is report 2 of 4. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient went to the emergency room and was admitted to the hospital. Six days later, the patient was discharged. Treatment was not reported and the cause is unknown. On an unreported date, pd therapy was stopped and the patient was switched to hemodialysis therapy. The pd catheter was not removed. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895961 and gd896191, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).